Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with calcium gen. 2 on a cobas 6000 c (501) module. The customer also noted they were receiving linearity flags on some patient sample results and water was splashing into the reaction cuvettes. The sample initially resulted in a calcium value of 6.4 mg/dl. The sample was repeated twice on a second analyzer, resulting in values of 8.9 mg/dl and 9.0 mg/dl. The customer deemed the repeat value to be correct and a corrected report was initiated.

Manufacturer narrative:
The calcium reagent lot number was 79447001, with an expiration date of 30-jun-2025. The field service engineer replaced cell rinse tubing, detergent prime tubing, a heat cut filter, a bath window, a lamp, reaction cells, mixers, and a valve bank assembly. Probes and mixers were adjusted. The vacuum system tubing was washed and solenoid valves were replaced. A full system decontamination was performed. The focusing lens was later replaced. A hardware check was performed and recovered within expectations. Calibration and controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.